Manufacturer narrative:
(B)(6). Root cause evaluation for the replaced part cannot be performed since the defective part was retained by the customer for educational purposes. However, per the cardiosave dfmea the possible cause of the failure mode is excessive external force.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was found to have a broken ground prong on the ac cord plug. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit. The fse replaced the ac power cord reel (d012-00-1688-21). After replacement of the ac power cord assembly, a full system checkout was performed with no issues identified. The unit was calibrated and successfully passed all functional and safety tests in accordance with factory specifications. The unit was confirmed to be fully operational, and service was completed.